Event description:
It was reported that during a gastric bypass procedure, the surgeon was using the grasper and the handle when the ratchet broke. The surgeon requested a new instrument to complete the case. There were no adverse consequences to the pt.